Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 3.6 cm aneurysm diameter x 10 mm length; distal neck length is 205 mm; mild aortic tortuosity; mural neck thrombus; mild access artery tortuosity and calcification. The patient had a carotid artery to subclavian artery bypass prior to stent graft implantation. The left subclavian artery was covered intentionally. No issues during procedure. It was reported that post tevar the patient had double vision disorder, and the investigator indicated that this may be related to the procedure and /or the device. It was reported that the patient expired on an unknown date and unknown cause. Exact date of date unknown

Event description:
Additional information for this case was received. There was no autopsy performed and there's no death report available.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); lack of information (unknown cause of death); incorrect technique/procedure (short proximal thoracic neck, 10 mm). Conclusion: lack of information (unknown cause of death); operational context contributed to event (short proximal thoracic neck, 10 mm).